Manufacturer narrative:
Investigation in progress.

Event description:
It was reported that a patient underwent an initial right hip procedure on (B)(6) 2005. Subsequently, the patient was revised due to instability on (B)(6) 2016. Patient had a second revision on (B)(6) 2019.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device has already been reported on 3005751028 - 2019 - 00027 for this event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device has already been reported on 3005751028 - 2019 - 00027 for this event. The initial report was forwarded in error and should be voided.